Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. The therapy cable failed inspection-button #5 unrelated to the reported issue. The therapy cable passed all the electronic performance test. There was a mechanical failure of the alert button which is unrelated to the service required error code. The reported condition was not able to be replicated. No product malfunction was confirmed.

Event description:
Patient's caregiver called kestra customer care and reported that the monitor is giving a service required error code r2018 (r-wave signal integrity error). Customer care troubleshooted by unplugging/re-plugging the therapy cable but was unable to resolve the issue. There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.